Manufacturer narrative:
If implanted; give date: n/a (not applicable). Healon endocoat is not an implantable device. If explanted; give date: n/a (not applicable). Healon endocoat is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the sterile syringe seal in healon endocoat was compromised/opened, and there was no cannula in the box. There was no patient involvement/injury. There was no visible damage to the syringe/syringe pouch. There was no visible damage to the box. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/06/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the third party manufacturer (tpm). Tpm identified no assignable root cause. Sealing parameters for the identified lot were appropriate and in-process documentation did not revealed a non-conformance tray sealing issue during manufacturing activities. Evaluation of the returned unit indicates the unit was properly sealed during tray assembly activities. It is highly unlikely for an opened tray to be packaged into a unit box. The cause of the opened unit cannot be determined. The reported complaint cannot be confirmed. Manufacturing record review: tpm found no unit with seal integrity issue prior to manufacturing release. A review of the complaint database system revealed no similar issue. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.